Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump and sensor was not communicating. The customer's mother also reported a failed selftest alarm on the customer's insulin pump. Customer's blood glucose was unknown at the time of the call. The customer was advised to monitor their insulin pump and call back if the issue occurs. No additional information provided.